Event description:
A report was received that a patient was receiving an error code, when attempting to communicate with her ipg. A bsn representative evaluated the patient's database, and determined the ipg battery to be prematurely depleting. Ipg replacement surgery has been recommended.